Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the alterra prestent was noted to have one of the inflow apices inverted on the stent connector tab post deployment. A soft wire was advanced through the alterra delivery system, and the delivery system was removed. The apices re-verted to the designed orientation during the removal process.

Manufacturer narrative:
Correction to b5 and h6 based on additional information provided.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the alterra prestent was noted to have one of the inflow apices inverted on the stent connector tab post deployment. A soft wire was advanced through the alterra delivery system, and the delivery system was removed. The apices re-verted to the designed orientation during the removal process, and the team then decided to abort the procedure. The patient was discharged in stable condition. Approximately 1 month, 19 days later, the present and valve was successfully explanted, and replaced with with a surgical valve.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned for evaluation; however, a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame deformed was unable to be confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. Additionally, a review of IFU/training materials revealed no deficiencies. The complaint description states, 'the patient had a short landing zone noted in the CT report, and initial angio prior to deployment suggested an unfavorable angle for the alterra prestent deployment, so it was removed, flushed. During reposition of lunderquist wire into the right pulmonary artery, the wedge catheter dislodged, so an amplatz extra stiff wire was advanced into a stable position. The alterra pretent was re-advanced and deployed too low, so it was recaptured, re-advanced, and then deployed successfully. The team felt that the alterra prestent appeared constrained, possibly due to the small measurements of the main pulmonary artery (mpa), and that the coronary compression testing was warranted prior to deployment of a 29mm sapien 3 valve'. It is possible patient factors short landing zone led to the reported event as a short landing zone can result in difficulty deploying the prestent and possibly compress the frame or apices. As such, it is possible that patient factors (short landing zone) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.